Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer's complaint were shown in the alarm lot. The devices board was replaced to address the reportable malfunction. Additionally, unrelated to the reportable malfunction, the devices main board was replaced to pass calibration, and blower were replaced due to contamination. After the repairs the device passed final testing. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.